Event description:
It was reported that the patient presented remotely via merlin.net with the non-sustained right ventricular oversensing episodes. Upon interrogation, the implantable cardioverter defibrillator exhibited high-amplitude noise and increasing pacing impedance. The future clinic check was discussed but no intervention was performed so far. No patient¿s symptom was reported.